Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: spinal canal stenosis procedure: posterior interbody fusion levels: l3/4/5 it was reported that intra-op, the set screw could not be tightened. As a result, the surgeon performed final tightening by hand and closed the incision. Although provisional tightening was conducted without problem, when the surgeon tried to apply torque to the set screw, it was spinning. The surgeon decided not to perform breaking off the set screw and the incision was closed in provisional tightening state. No patient complications reported as a result of the event.